Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a lenke probe broke off in the patient's pedicle while the surgeon was removing the probe from the bone during surgery. The patient has very hard bone. The tip was removed and an alternative probe was used to complete the procedure without reported patient injuries.

Manufacturer narrative:
The returned probe was evaluated. The tip was found to have fractured as reported. The cause is likely attributed to the patient's hard bone, however off-axis use or changing the trajectory while in the bone are also possible contributors. A review of the DHR did not identify any manufacturing-related issues which would have contributed to this event.